Event description:
It was reported that customer received a compromised forced sensor alarm. Customer's blood glucose was 17.0 mmol/l. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed prime during basic occlusion test due to loose/protruded drive support disk. The insulin pump was received with minor scratches on lcd window, cracked reservoir tube lip, and cracked battery tube threads.